Event description:
It was reported that the patient with this pacemaker experiencing shocks and felt like it was tearing patient's chest. Patient informed the physician and stated the device was moved to sub pectoral. Moreover, patient still feels sore. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.